Manufacturer narrative:
February 11, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this report was interrogated on (B)(6) 2011 around 10:30. Another follow up was performed on (B)(6) 2011, as the right ventricular lead had moved slightly. The programmer displayed the following message: "the device was reinitialized once since beginning of life. Date of the last reinitialization: (B)(6) 2011, at 11:21". The ICD was interrogated again on (B)(6): normal behaviour was observed. The physician requested explanations about these observations.